Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, after removing the device, the lower stump had opened up and there were no staples visible laparoscopically. The donuts were incomplete. The staples were curled and some were protruding from the device. The procedure was converted to open. Sutures were used to complete the anastomosis.